Event description:
It was reported that during a laparoscopic nephrectomy procedure, the staples were not uniformly fired once the firing trigger activated, resulting in unformed staples in the distal & middle section of the targeting area. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.